Manufacturer narrative:
Neurostimulator model 7425, serial# (B)(4), implanted: 2006-(B)(6), explanted: na, extension model 7495-51, serial# (B)(4), implanted: 1998-(B)(6), explanted: na, extension model 7498-66, serial# (B)(4), implanted: 1999-(B)(6), explanted: na, lead model 3487a-33, lot# l51549, implanted: 1998-(B)(6), explanted: na, lead model 3888es4, lot# n24256, implanted: 2002-(B)(6), explanted: na, programmer model 7434-e, serial# (B)(4), programmer model 7434a, serial# (B)(4).

Event description:
It was reported that the patient fell last week and hit the implantable neurostimulator (ins), leading to a bruise. Following the fall, the patient experienced a shocking or jolting sensation when stimulation was turned on and he bent over. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received noted that the patient had been shocked for about 30 seconds. The patient's programmer wasn't working so sent back old one and got new one from repair. The same thing happened with new patient programmer. The patient used a magnet to shut off his stim. The patient wasn't using the stimulator any longer and he hadn't had any more issues. The patient did see their physician because the patient thought he dented the ins. The physician said the ins was not dented. The patient was going to leave stim off and leave ins and leads in body until pump battery needed to be replaced.